Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient presented to the hospital as a result of a syncopal event. The patient was admitted. No additional adverse patient effects were reported. No further information is known at this time.